Manufacturer narrative:
Report required by FDA for eua. Relates to: 3014862188-2022-00351 - (B)(6) (test 1 of 5), 3014862188-2022-00600 - (B)(6) (test 3 of 5), 3014862188-2022-00601 - (B)(6) (test 4 of 5), 3014862188-2022-00602 - (B)(6) (test 5 of 5).

Event description:
User reported 5 false results. No additional information relating to follow-up testing was provided. This is report 2 of 5.